Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). I t was reported that after a fall the patient has had a problem with having the correct therapy, problems with stimulation, some problems in having therapy overnight, and programs have not been as good. The patient was unable to use the spinal cord stimulation system (scs) at night. The patient had lower back pain. The patient needed to be reprogrammed. The patient also wanted to know if the radiofrequency ablation treatments for facet joint pain damaged their scs. The patient experienced shocks in their left leg. The recharger belt was broken. The ins was implanted in 2013, in the left buttock. The patient had reset the programs on their adaptive stimulation (as), to see if it would help. The patient was quite ¿hit and miss¿ with charging and has been re-educated around this. The patient rarely uses the handset, so the patient was shown again how to use it. The patient finds technology confusing. On (B)(6) 2018, the patient continued to have lower back pain problems. No further complications were reported or anticipated.